Event description:
When the first ring was attempted to be placed on the tube, it would not deploy. Upon further inspection the metal applicator prongs were crossed over up inside the metal cylinder part of the applicator. As the ring was deployed down, it would not go any further as the prongs crossed over. Unable to remove the prongs from the fallopian tube as the ring held the crossed pieces tight. Risk of ripping, the tube was a concern. A second kit was opened and the trocar was placed on the lower abdomen. The second cylinder/prong ring applicator device was used to pry open the jaws of the defective applicator to get it off the fallopian tube. The pt endured a longer operation, and a third small incision due to this defect.